Event description:
--

Manufacturer narrative:
Additional information was received indicating an invasive procedure was performed to replace this lead due to the observed high out of range pacing impedance measurements. This lead was capped, surgically abandoned, and successfully replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The available information suggests this lead and device remain in service. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received indicating the patient was seen in clinic and will continue to be monitored at this time. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that a latitude alert was issued for this implantable defibrillation lead and implantable cardioverter defibrillator (ICD) due to high out of range pacing impedance measurements. Technical services recommended bringing the patient into clinic for further evaluation. No adverse patient effects were reported.